Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Revision op notes indicate pain, a large amount of brownish-gray fluid inside a pseudotumor, the greater trochanter bone was exposed and approximately 25% portion of the gluteus medius was also detached. There was some trunnionosis noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant products: 11-173662 m2a 38mm mod hd std 680160, 15-106050 m2a-38 cup non flared 533850. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02292, 0001825034-2017-02293 & 0001825034-2017-08466.

Event description:
It was reported that the patients right hip was revised eight years post-implantation due to pain and dislocation. Medical records noted dislocation, brownish-gray fluid, pseudotumor, exposed greater trochanteric and trunionosis.